Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During an attempt to implant an optease retrieval filter, the filter became stuck in the delivery system, so they were unable to delivery the filter to the intended. The delivery system was withdrawn. This happened with two separate devices during the same procedure. It appears as if the strut of the filter was penetrating the exterior portion of the delivery sheath. There was an issue with the sheath that it was not allowing the filter to be released upon removal of the sheath. There were no reported adverse events.